Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated they were having trouble charging the implanted neurostimulator(ins). Patient said the implant would only go up to about 40% and then charging would quit and there didn't seem to be anything they could do to change that. Patient confirmed they wouldn't see an error message, but the implant wouldn't increase in charge anymore. Agent asked, patient said the issue started last week. Patient mentioned they had tried resetting controller, cleaning connections, and unplugging and plugging back in, but that didn't resolve the issue. Patient inspected recharger and controller port, but did not see any damage. Patient cleaned connections and blew into controller port. Patient reset controller and tried to start a recharge session and was able to start charging with excellent quality; controller 100%, implant 60%. Patient mentioned implant then increased to 70% on the call. Agent offered to call patient back after a bit to ensure implant charge continued to progress, but agent got patient's voicemail. The troubleshooting steps that were taken on the call resolved the issue. Pt called back stating their ins was recharging at excellent and ins battery got to 80% and stopped again for it would not increment in charge. Pt noted it was taking them a couple hours to recharge the ins to 100%. A replacement recharger telemetry module (rtm) was sent out. Patient called back and repeated previously documented information. Patient stated they got the replacement recharger, but the implant was still taking forever to fully charge even with excellent connection. Agent had patient reset the controller and blow air into the controller port. Agent had patient stat a recharge session but after 6 minutes, the controller battery went down from 30% to orange and the implant stayed at 90% with excellent connection. Patient mentioned they have been charging the implant for 3 hours now. When asked, patient said they never got any error messages and the implant was just taking forever to charge. Pt denied any visible damage to the battery compartment, battery pack and controller port but patient commented that the controller changed the intensity itself, even when using the controller alone. Patient also mentioned that fedex would not accept the return label to return the old recharger. The issue was not resolved. Agent sent a repair request to replace the controller and send new return label.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) reported about a month or so maybe more they had been sent a recharger and that didn't help so they were send a new controller less the battery, but it was still not charging very good. Pts aid sometimes they will only get 60%. Pt said sometimes it will charge their implantable neurostimulator (ins) to 100% for an hour and sometimes it will only charge up to 60% for about 5 to 6 hours. Pt said the connection between the controller and paddle don't fit very good. Pt said yesterday they had charged their ins, and the controller battery was full when they started but the controller runs out of battery, and they only got 50% charged. During the call, agent had the pt reset the controller. Agent had the pt checked the controller battery compartment and battery pack for damage and no damaged was reported. Due to ongoing recharging issue. A request was sent to repair department to replace the battery pack.